Manufacturer narrative:
Other relevant components include: product ID 8731sc lot# unknown serial# implanted: explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at 240 mcg/day) via an implantable pump for an unknown indication for use. It was reported fluid would continually build up in the pocket after refill. The event date was reported as (B)(6) 2017. The fluid was thought to be cerebrospinal fluid (csf), and not a baclofen pocket fill. Sixty (60) ml of fluid would form in the pocket each time a refill occurred. This was thought to be due to hydrostatic pressure and csf buildup through a dural fistula. The pump pocket segment was explanted and replaced on (B)(6) 2017. The catheter looked intact, but the new segment felt more secure. It was stated the previous pump connector struggled to come away. The catheter was aspirating well before and after revision. The catheter pump segment would be returned for analysis to prove it wasn't a pump issue. It was unknown if the issue was resolved. The patient status was alive - no injury. No further complications were reported or anticipated.